Manufacturer narrative:
The sample of the optic received was less than half of the lens. Based on the analysis made by engineering personnel, with the iol piece provided, we were not able to measure the diopter. A manufacturing record review was performed and met all specifications. No other reports of a similar nature were received for the remaining lenses in this production order. Conclusion: the reported complaint could not be verified, the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
Surgeon reported that following intraocular lens implant the patient had a +4.5 diopter miss on the right eye. Calculations were repeated with similar results. Lens was explanted without complication.

Manufacturer narrative:
The lens was received and is currently under evaluation at the manufacturing facility. The results of our investigation are inconclusive at this time. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.